Manufacturer narrative:
We were unable to perform the displacement test and occlusion test due to missing retainer. The device was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, missing serial number label and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that plastic rim came off and they cant put the reservoir back in. The customer¿s blood glucose level was 142 mg/dl. The customer was assisted with troubleshooting. Customer states reservoir clear casing came off and reservoir does lock. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.